Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusion set tape not sticking event on 01-mar-2026. The infusion set was not adhering due to swimming. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available